Event description:
It was reported by service report that the bed had no power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: loose power prongs on power cord.